Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received several button error alarms in the last months. The customer was able to delete the alarm and was actually using the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.